Manufacturer narrative:
A1-a5 patient information was not provided. E4. Initial reporter sent voluntary report to FDA [mw (B)(4)]. H11 livanova manufactures the heater cooler 3t system, the event occurred in united states. Through follow up communications, it was learned that the device cleaning procedure was handled by a third party company. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that the heater cooler 3t system was tested positive for ntm chimaera. Laboratory results were not provided. There was no patient impact.